Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H3: device evaluated by mfg: other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information received 31jan2024: the procedure took additional time due to the time it took to change to another same-like device to complete the procedure. The device was tested prior to use and did not make contact with the patient.

Event description:
As reported, the basket of an ngage nitinol stone extractor would not open during ureteral calculi removal. The user switched to another same device to successfully complete the procedure. This occurrence affected the procedure progress. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Additional information has been requested regarding the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
E1: customer phone: (B)(6). G4: PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation as reported, the basket of an ngage nitinol stone extractor would not open while being tested prior to an ureteral calculi removal. The device did not make contact with the patient. The procedure took additional time due to the time it took to change to another same-like device to complete the procedure. The user switched to another same device to successfully complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test, of the returned device, as well as interviewing personnel were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. A functional test found the basket did not function. A visual exam notes support sheath was slightly bowed, with multiple kinks in basket sheath. It was also observed that the basket sheaths that hold the basket wires in place were split. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed one related non-conformance for ¿bent/kinked¿ in which one device was scrapped. A database search identified one other complaint associated with the reported device lot. However, they were not related. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU t_shef_rev1 provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.